Event description:
During product service by a service technician, a flogard infusion pump presented an f-67 alarm. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. This is an ancillary service event. The cause of out of the f-67 alarm was determined to be an inoperative sensor board. To correct the condition, the device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.